Manufacturer narrative:
Zoll has not yet received the autopulse li-ion battery in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During patient use, the autopulse li-ion battery (s/n unknown) did not power on the autopulse platform (s/n (B)(4). The battery's status leds were showing 4 solid green lights, indicating that the battery was fully charged. The customer was unable to recall the battery's serial number. The crew replaced the battery, and the platform powered on and functioned as intended. No consequences or impacts on the patient. The customer also reported the autopulse platform did not power on with multiple batteries during shift checks. Per the customer, the batteries were showing 4 solid green leds, indicating that they were fully charged. However, the customer did not provide the batteries' serial numbers.